Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical sample was not returned for evaluation and a physical investigation was not possible. No pictures or videos were received for review. The user report contains information regarding guide wire break. Due to no sample/images/videos received, the reported malfunction can not be confirmed. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A clear root cause could not be identified but a damaged guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required.

Event description:
It was reported that during a recanalization procedure in the proximal part of the left superficial femoral artery via the right common femoral artery, then crossover to the left superficial femoral artery, the catheter no longer ascends on its guide, but it was allegedly found to be hooked on the distal part, as there was sensation of a spring while pulling on the guide. It was further reported that the guidewire was allegedly broken into two pieces on the distal part. There was no reported patient injury.